Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s weight at the time of the event was reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient reported that their implantable neurostimulator (ins) was off on saturday and they were not sure how the ins was tuned off. The patient turned the ins back on and wanted to contact a local manufacturer representative (rep) to have the device checked. The patient noted that their family hcp was willing to contact the rep to have the implant checked. No patient symptoms or further complications were reported or were expected. Additional information received as patient reported that they just had battery replaced in 2015 as they got this implant. Patient had very bad symptoms of ic return could not figure out so they checked the device. They had device checked on (B)(6) with medtronic facility to check ins got shut off for unknown reason. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.